Event description:
It was reported that during a procedure at the user facility, the wire collet split into two pieces. The ball bearings fell out of the device into the patient site. All were successfully retrieved. The patient did not require any additional intervention to remove the items and there were no adverse health consequences. There was a 10 minute delay to surgery while a new set was opened to complete the case.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, the wire collet split into two pieces. The ball bearings fell out of the device into the patient site. All were successfully retrieved. The patient did not require any additional intervention to remove the items and there were no adverse health consequences. There was a 10 minute delay to surgery while a new set was opened to complete the case.